Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. (B)(6). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for inspection. The plunger was observed in advanced position and the cartridge correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed lubricant material residue in the device. The intraocular lens (iol) was not returned in or out of the device. The cartridge was cracked and the tip was deformed. The customer's reported issue was verified. However, the condition of the returned sample indicates that the device was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during loading of the intraocular lens (model pcb00), the cartridge cracked sideways. No patient involvement or injury was reported. No further information was provided. The preloaded delivery system was returned at the manufacturing site and the cartridge tip was observed deformed.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).